Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 11:06 p.m. The patient claimed that she obtained back to back blood glucose results of "489 mg/dl and 516 mg/dl." Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. However, the patient also claimed that on (B)(6) 2012 at 1 a.m. She obtained back to back blood glucose results of "170 and 270 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient informed the cca that she manages her diabetes with novolog insulin (self adjusting, based on her carbohydrate intake) and stated that she took her usual novolog insulin dose despite the alleged issue starting. The patient told the cca that approximately 30 minutes after the alleged issue began, she developed symptoms of "nausea and dry mouth," which she associates with high blood glucose. The patient reported taking extra 2-3 units of novolog and drank water every 30 minutes in repose once to the alleged symptoms. The patient mentioned that she tests her blood glucose multiple times a day and that her normal results are between 200-230 mg/dl. The patient also mentioned that she uses dexcom (a continuous glucose monitoring device) which takes readings every 5 minutes (patient stated that the readings have all been in the 200's mg/dl). At the time of troubleshooting the patient did not have the test strips available to perform a control test. However, the cca was able to confirm that the subject meter was set to the correct unit of measurement, the patient was using an approved sample site and that the patient was using the correct testing process. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of dehydration in conjunction with a blood glucose results greater than 250 mg/dl obtained.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.